Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned a result for 1 patient tested for elecsys cortisol ii (cortisol ii) on a cobas 8000 e 602 module. The patient was tested for cortisol ii in the evening and the result was 247 nmol/l. This result was reported outside of the laboratory where it was questioned by the clinician. The clinician asked if there was an interference with this assay and the anabolic steroids of oxymetholone and metandienone. It is not known why the result of 247 nmol/l is being questioned. It is not known what result the clinician was expecting and why. This information has been requested but not provided. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4).

Manufacturer narrative:
Customer results are within expected ranges for the elecsys cortisol ii assay which is in contrast to the allegation of possible interference with anabolic steroids - oxymetholone and metandienone of the assay. The investigation was unable to find a definitive root cause.